Manufacturer narrative:
Device returned due to patient death. Analysis performed, electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2023-51190, related manufacturer reference number: 2017865-2023-51191, related manufacturer reference number: 2017865-2023-51192. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.